Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 15 mg/ml; 7.312 mg/day via an implantable pump. The date of the event was (B)(6) 2018. It was reported the patient began hearing an alarm and was feeling sick. The patient went to his physician¿s office who saw the pump was stalled and admitted the patient to the hospital. The logs were read indicating motor stall recovery occurred (B)(6) 2018. The patient did not have magnetic resonance imaging (MRI) or around any magnetic fields that he could recall. The patient was at home. The physician recommended a pump replacement immediately. The pump was replaced on (B)(6) 2018. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing: (B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.